Event description:
During procedure physician was using the white loop tip for a cervical cone biopsy. The first loop worked for a few seconds and did not work after that. The grounding pad and bovie pen was changed twice and the loop still did not work. The bovie pen was then changed to a handheld and a new loop and that did not work either. The esu machine was then switched out and a third loop was tried with a different lot number and that worked to finish the procedure. The pt did have more bleeding than expected due to repeated attempts to remove the cone. Bleeding was controlled with the 5mm ball cautery, monsels, and silver nitrate. Esu machines were cleared after procedure and all cautery equipment was sent to be inspected. Md also informed this rn and another rn that she has had these issues before with this equipment. FDA safety report ID# (B)(4).